Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined the cause of the reported issue was due to electrical leakage on a resistor, designator r35 from the digital pcb assembly.  The leakage appeared to have been caused by process residue on the resistor.

Event description:
The customer contacted physio-control to report their device had a service indicator present. There was no patient use associated with this event. Upon evaluation. Physio-control observed a process residue on the digital pcb assembly that caused an electrical leakage on the device internal hybrid layer capacitor (hlc) batteries. The device internal hlc batteries may be drained to a point where the device could no longer remain powered on to provide defibrillation energy if needed.